Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle break inside the serter and the introducer needle was hard to remove. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7715. Troubleshooting was performed and the customer will be provided with a sensor replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-7715.

Event description:
Updated summary: the event involved product(s) mmt-7040ma. Mmt-7040ma was returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-7040a to mmt-7040ma as per new additional information and updated in sections b5,d1/d2a/d2b, d3 and d4. Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base causing needle hard to remove from sensor base. Introducer needle was not broken. In summary, the customer complaint of needle hard to removed was confirmed due to sensor needle being bent inside sensor base. Customer complaint for broken needle was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.